Manufacturer narrative:
This report is filed march 7, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed meningitis post-operatively, resulting in the patient undergoing revision surgery (date not reported). A second revision surgery was performed due to the patient developing a csf leak (date not reported). The implanted device remains. Additional information has been requested; however, has not been made available as of the date of this report.